Event description:
Device malfunction: suture pulled out of artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician not trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the suture pulled through the arterial wall when too much tension was applied onto the sutures. The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.